Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was not working. An attempt to gather further information regarding this event, however, there was no pertinent information received. The device remains in service. No adverse patient effects were reported.